Manufacturer narrative:
On 2/7/2017: customer reported that occlusion alarm issue was resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 388-500 mg/dl and felt nausea. The customer reported stating having high ketones. The customer delivered a bolus with the pump and administered manual injections to address bg level. The customer stated requesting assistance from coworker to wait for the customer's blood glucose levels to decrease. Reportedly, the customer stated had believed the pump was not delivering insulin. The customer stated had contacted their healthcare provider and they recommended to change out the site only. The customer reported receiving an occlusion alarm after changing out the site and cartridge. A pump system check was performed and no device issues were found. While contacting tandem technical services the customer reported their blood glucose level was 158 mg/dl.